Manufacturer narrative:
Exchanged parts has been requested for investigation. A supplemental medwatch will be provided when the complete investigation has been finalized. (B)(4).

Event description:
It was reported that during the annual preventive compressor maintenance, the compressor failed to deliver pressure. Trouble shooting identified the compressor motor as defective. There was no patient involvement. (B)(4).